Event description:
The customer returned the product for device won't turn on and just alarms when you push the power button, during device investigation, a damaged downstream occlusion (dso) seal and stuck dso sensor were identified. There was unknown reported patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. There were no previous services reported. The customer issue was confirmed when the device was turned on. The error was cleared. Visual inspection was performed, and a damaged downstream occlusion (dso) seal was identified. In addition, the dso sensor was stuck. The dso sensor and seal were replaced. The device then passed all testing criteria.